Event description:
On 10th november 2022, rayner received notification from a UK healthcare professional of an event that occurred following implantation of a rayone iol (model unspecified). The event description provided states that post-operatively the patient is experiencing maddox rod effect.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient is experiencing maddox rod effect following implantation of a rayone iol (model unspecified). The healthcare facility suspects that the maddox rod effect is attributable to a fold in the capsular bag. Capsular bag folds following iol implantation is not a complication that is specific to rayner lenses. This phenomenon is described in published literature relating to many manufacturers iols. Published literature suggests that overly large capsular bags in extreme myopes can cause wrinkles/folds. In 100% of the cases, rayner is aware of the posterior capsule folds have resolved within the post-operative period (weeks to months, depending on patient). Prior to receipt of vigilance case (B)(4), no negative consequence to patient visual acuity has been reported in any of the cases of capsule folds received by rayner. There is insufficient information/evidence available currently. Rayner is following up with the reporter to obtain additional information to facilitate further investigation of this case.